Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented via merlin.net in backup vvi. The patient was brought into the clinic for further troubleshooting. The patient had recently received radiation therapy to his throat. The patient had felt the patient notifier. A device download was performed successfully. The patient was stable and in good condition.